Manufacturer narrative:
Inspection of the device revealed that the only damage was a fractured plastic cover on the pivot bolt (housing covering the bolt between spreader bar and mast). It remains uncertain whether the damage of the cover was a direct consequence of the reported incident. According to the incident description, the collapse allegedly occurred during raising of the patient, whereas the observed cover damage is more consistent with obstruction during lowering. The obstruction scenario does not result in a collapse of the device as reported by the customer, but rather prevents any further lowering of the lift. As no mechanical or electronic fault was detected that could cause collapse, the root cause of the reported lift collapse cannot be determined with the available evidence. This complaint is considered a singular occurrence. To summarize, the lift did not meet specifications as the plastic cover on the pivot bolt was fractured. The device was used to transfer the patient. The complaint was deemed reportable due to the customer's allegation regarding lift collapse.

Event description:
The incident occurred in a private home during an attempted patient transfer using a maxi twin passive floor lift. While carers were raising the patient from a chair to a bed, the lift allegedly collapsed. The patient was safely returned to the chair, and no injuries were reported. Following the event, five individuals assisted in facilitating the patient¿s transfer back to the bed. The patient¿s wife contacted a third-party service provider responsible for maintaining the lift to arrange inspection and repair. Then, the lift was returned to the arjo service center for inspection.

Manufacturer narrative:
The investigation is ongoing. The results will be provided when the investigation is completed. D4: the device is distributed outside the us and no gudid information exists.

Event description:
Following the information reported, the maxi twin passive floor lift collapsed when the caregivers tried to lift the patient for transfer from the chair to the bed. When this occurred, the patient was lowered back into the chair. No injuries were sustained.